Event description:
Implant didn't achieve osseointegration, primary stability was achieved, local infection / subacute chronic osteitis, complication in site preparation, pain, swelling, inflammation.